Event description:
It was reported that during a supply change the ilet screen was unresponsive to press-and-hold input and the user could not navigate away, consistent with a device key/button responsiveness issue involving the touchscreen; the user paired the ilet to the mobile app, performed a remote restart, and completed a firmware update after which the supply change succeeded. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with touchscreen responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.